Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 37 mg/dl in one event. The customer stated they have been experiencing low blood glucose for the past three to four weeks. Troubleshooting found the customer's drive support cap appeared to be normal. The customer's bolus history was also correct. Customer's current blood glucose was 120 mg/dl. The customer was advised to monitor the issue. Customer's insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.